Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving baclofen (1000-2000 mcg/ml) via an implantable infusion pump. It was reported that the pump was filled with 2000 mcg/ml drug when it should have been 1000 mcg/ml. The caller was looking for a provider near the patient who might be able to refill with the correct medication.

Event description:
Additional information was received from an hcp on 2021-(B)(6). It was reported that on 2020-(B)(6) the patient came in with 1000mcg/ml in the pump and they filled the pump with 2000mcg/ml, but the pump was not updated to reflect that. Approximately 12 hours later the pump was updated to show a 2000mcg/ml concentration, but there was no bridge bolus programmed. The dose per day was set to 96mcg/ml and then the patient was brought back in and the pump was updated to 148.8mcg/ml again with no bridge bolus performed. The hcp later stated that the patient did not have withdrawal, but wanted to understand the calculationsof how long the 1000mcg/ml was dispensed. It was calculated that the pump ran at the 1000mcg/ml concentration at 148.8mcg/day for approximately 12 hours. 0.0744ml were dispensed and when the pump was updated to 2000mcg/ml at 96mcg/day, it ran for approximately 12 hours and dispensed 0.024ml. It was calculated that 0.0984ml were dispensed in the first 24 hours after the refill. Because no bridge bolus was performed, it was calculated that 5.27 days had passed where the patient would continue receiving the 1000mcg/ml drug at an actual dose of 74.4mcg/day due to the incorrect concentration in the programming.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician h6: annex d code d12 applies to the programmer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.